Event description:
It was reported that this right atrial (ra) lead exhibited noise signals, undersensing, and low impedance within normal limits. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported.